Manufacturer narrative:
The actual sample was received and the evaluation is complete. The returned unit was labeled for single use. A visual inspection was performed and noted the pin was pointing outward from the rings. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported a coupler had a bent pin. This event occurred prior to use. The device was not used or implanted. There was no patient involvement. No additional information is available.